Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided, and thus, an instruction for use review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. A clinical review states that based on the information provided, it cannot be concluded that the reported event, was a malperformance of the device or a device failure. Since the patient¿s outcome is unknown, the impact to the patient beyond the revision and any further risk to the patient cannot be concluded based on the information provided. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(6).

Event description:
It was reported that after a tonsillectomy with an unknown ent device the patient had a sbd, nasal congestion, adenoid hypertrophy, turbinate hypertrophy. The event was treated with a revision surgery. The outcome of the patient is unknown.